Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that she suffered a hypoglycemic episode. The patient claimed that she had replaced the battery on (B)(6) 2011, at an unspecified time. The next morning, the patient indicated that she woke up with a blood glucose (bg) level of "40 mg/dl" and symptoms of sweating and fuzziness. The patient's husband treated her with juice. When checking the pump's basal program, the patient's husband noticed that the pump's date/time had reverted to a default setting of january 2007. The patient claimed that she received her basal program insulin through the course of the evening. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump reverted to a default date/time and she suffered a hypoglycemic event suggestive of a serious injury. However, the patient's injury can be attributed to use-error since the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. It is unclear at this time if the patient verified the date/time after replacing the battery.

Manufacturer narrative:
The pump was returned to animas and evaluated on (B)(4) 2011. The pump time and date was set at the start of the investigation. The pump was exercised for 24 hours on a 1 unit per hour basal rate. After 24 hour duration, the battery was removed for 1 hour. The battery was reinserted after 1 hour and the pump time and date defaulted to the manufacturing default setting of 1/1/2007 12:00am. The pump was opened for investigation and a bt1 component failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.